Event description:
It was reported by a customer in japan that, during maintenance, the ht70 plus ventilator repetitively recorded the messages "silence on", "reset", "silence off" in the error logs. There was no patient involvement.

Manufacturer narrative:
The covidien service engineer (cse) evaluated the device, and replaced the membrane and the overlay to resolve this issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).